Manufacturer narrative:
Blocks d2b pro code (product code) and g4 premarket / 510(k) # were previously reported as corrected; however, further review identified that the information remained incorrect. These fields have now been updated accordingly. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an electrocautery-enhanced delivery system was returned for evaluation. The axios stent was not returned. Visual examination of the returned device identified a kink in the distal pusher at the proximal end of the braided polyimide section. In addition, x-ray inspection of the delivery system revealed a kink in the inner sheath. Product analysis could not confirm the reported events of stent first flange difficult to position and stent first flange failure to expand. Based on the event description and available information, it is unknown if these reported events were due to the physician's device manipulation during the procedure or related to a device malfunction. The investigation concluded that the additional observed events of distal pusher kinked and inner sheath kinked were most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, taking all available information into consideration, the overall root cause of the reported events is unable to exclude device problem. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the axios stent was intended to be implanted to treat a hepaticojejunostomy stenosis. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a hepaticojejunostomy stenosis. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a hepaticojejunostomy stenosis during an endoscopic ultrasound (eus) guided entero-enteric anastomosis procedure performed on (B)(6) 2025. During the procedure, while opening the first flange; there was a considerable delay of 2.5 hours during deployment. The flange did not open properly. A guidewire was inserted, but it failed to pass. Eventually, the first flange opened in the peritoneum. The procedure had to be stopped, and the patient went to surgical intervention. An exploratory laparotomy surgery was performed to close the puncture site. The patient was hospitalized for a month due the issue but was discharged on (B)(6) and is expected to fully recover. Note: it was reported that the axios stent was intended to be implanted to treat a hepaticojejunostomy stenosis. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a hepaticojejunostomy stenosis.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a hepaticojejunostomy stenosis during an endoscopic ultrasound (eus) guided entero-enteric anastomosis procedure performed on (b)6) 2025. During the procedure, while opening the first flange; there was a considerable delay of 2.5 hours during deployment. The flange did not open properly. A guidewire was inserted, but it failed to pass. Eventually, the first flange opened in the peritoneum. The procedure had to be stopped, and the patient went to surgical intervention. An exploratory laparotomy surgery was performed to close the puncture site. The patient was hospitalized for a month due the issue but was discharged on (b)6) and is expected to fully recover. Note: the axios stent and electrocautery-enhanced delivery system was intended to be used off-label to treat a hepaticojejunostomy stenosis. According to the FDA product code classification (pcu), the axios stent and electrocautery-enhanced delivery system is indicated for placement to facilitate transmural endoscopic drainage of pancreatic pseudocysts and walled-off necrosis. The stent is designed to be removed upon confirmation of pseudocyst resolution. Therefore, its use in hepaticojejunostomy stenosis falls outside the approved indications and is considered off-label.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Blocks d2b pro code (product code) and g4 premarket / 510(k) # have been corrected. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a hepaticojejunostomy stenosis during an endoscopic ultrasound (eus) guided entero-enteric anastomosis procedure performed on (B)(6) 2025. During the procedure, while opening the first flange; there was a considerable delay of 2.5 hours during deployment. The flange did not open properly. A guidewire was inserted, but it failed to pass. Eventually, the first flange opened in the peritoneum. The procedure had to be stopped, and the patient went to surgical intervention. An exploratory laparotomy surgery was performed to close the puncture site. The patient was hospitalized for a month due the issue but was discharged on (B)(6) and is expected to fully recover. Note: it was reported that the axios stent was intended to be implanted to treat a hepaticojejunostomy stenosis. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a hepaticojejunostomy stenosis.